Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent and does not extend. A visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the helix on an right ventricular (rv) lead would not fully deploy. The lead was removed and another rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.